Event description:
Manufacturer representative reports a patient who had just undergone placement of a neurostimulator experiencing paralysis in the right leg. The patient had a neurostimulator system surgically placed. In recovery, the patient could not move the right leg. The patient was taken back to surgery later that night, to remove the entire system. The device was not returned to the manufacturer for analysis. The patient is reportedly still having some deficit.